Event description:
The pt was implanted with a left ventricular assist device. Approx 3 years post implant, the pt went to the hosp for a routine visit. When the pt was connected to the power module to download info from the system controller, pump speed fluctuations occurred. Pt experienced a red heart alarm and low speed alarms. Pt was re-connected to the batteries. An x-ray was taken of the driveline and the pt was re-admitted for eval. A couple days later the MFR's technical team evaluated the pt's driveline and fluid was found present in the bionate of the driveline and a repair was not possible. A pump exchange was recommended for the pt. Add'l info received stated that a pump exchange was not performed. The pt's system controller was exchanged and the pt was discharged home. The pt will be evaluated soon for weaning of the pump due to good cardiac function.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information received. The explanted pump was not returned to the manufacturer for evaluation. The patient¿s event history that was submitted to the manufacturer was reviewed and confirmed speed reductions and pump stoppages which were accompanied by elevated pump powers and elevated pi events. In addition, low speed hazard and low flow hazard alarms were active. These events could potentially be related to a compromised wire in the percutaneous lead; however, a specific wire and a specific location to a compromised wire could not be determined. In addition, review of photographs submitted to the manufacturer confirmed the report of substance in the interior portion of the percutaneous lead, underneath the silicone jacket. A specific cause and the specific origins of this substance could not be determined based on the photograph. The hospital elected against performing a pump exchange and the patient remained on pump support until he was routinely transplanted on (B)(6) 2013. The explanted pump was not returned to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient received a routine transplant on (B)(6) 2013.